Event description:
Complainant alleged that the medics were attending a pt, who was in cardiac arrest. The pt's heart rhythm was analyzed with the device in AED mode. The device indicated that the pt was presenting a ventricular fibrillation heart rhythm. Medics shocked the pt, and the pt presented a pulseless electrical activity heart rhythm. The medics reported that the device twice advised shock to this heart rhythm. The medics did not shock this heart rhythm. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.